Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from the health care provider (hcp) through a manufacturing representative regarding intrathecal morphine 1mg/ml at a dose of 0.6mg/day. The indication for use was spinal pain. It was reported the patient felt like they could run errands with their spouse the morning of (B)(6) 2016. Then, they felt headache and neck pain that got progressively worse. The patient went to the emergency room (ER). The patient was given a couple of rounds of narcan, and they thought patient was doing better. The hcp cut the dose from .6mg/day to .3 mg/day at around 1pm on (B)(6) 2016. After a lumbar puncture in the afternoon on (B)(6) 2016 to rule out meningitis, the patient reported sudden lower and upper extremity weakness. The lower and upper extremity weakness symptoms were not due to the device or therapy. An MRI was done, and the hcp confirmed epidural hematoma from "c8 to l3." The patient was moved to an advance, higher level hospital for help. The patient's status was "alive - no injury." Surgical intervention did not occur. The issue was not resolved at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a company representative. The healthcare provider thought the dose may also have been too high, which is why the patient responded favorably to narcan. The catheter was placed at t10. Meningitis was ruled out after the lumbar puncture. The lumbar puncture level was unknown and the healthcare provider commented that the epidural hematoma may have been caused by the lumbar puncture. It is unknown what caused this. It could have been a dural puncture during the catheter placement that caused the headache. It was unknown which needle caused the epidural hematoma. All issues that had been reported resolved.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.